Manufacturer narrative:
Additional narrative: it was reported that the patient had hysterectomy done on (B)(6) 2010.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and loa due to sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that patient underwent cystoscopy, urethrolysis, urethroplasty, autologous pubovaginal sling placement and suprapubic tube placement on (B)(6) 2013 for stress incontinence and presence of a foreign body. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2013 due to mesh traveled in the urethra. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent diagnostic laparoscopy with laparoscopic lysis of adhesions and primary umbilical herniorrhaphy on (B)(6) 2014 for chronic pelvic pain. (B)(4).